Event description:
It was reported: "my son had the shunt inserted in 2010. His neurologist is on staff there. We live in (B)(6) and the problem we encountered on (B)(6) 2026 was a trip to emergency room involving seizure activity." No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.